Event description:
A malfunction alarm occurred during the pump's loading process, and customer assistance was provided to load a new cartridge, but the problem persisted, preventing the successful resumption of insulin therapy. There was no reported impact on the customer's blood glucose level. Technical support decided to replace the pump since it was under warranty, and the customer will temporarily use multiple daily injections (mdi) as a backup. The caller was guided to let the pump's battery fully deplete before returning it and acknowledged the instructions, including the use of a pre-paid label for the return.